Event description:
The patient was draped and prepped with chloraprep . The doctor began a procedure to insert a catheter in the patient's right chest. An incision was made and the physician used a bovie to cauterize. The bottom plastic part of the drape started on fire. The physician discontinued use of the cautery extinguished the flames. This all took just about 1 second and the flame was out. The physician inspected the patient and did not see any evidence that the patient was burned.====================== health professional's impression======================the cautery caused the chloraprep to catch on fire.====================== manufacturer response for skin prep, chloraprep======================thanks